Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that it took three different battery changes before the insulin pump would accept one. The display showed that the battery was full; however, the insulin pump will not rewind. The device sounds as if it is rewinding but the piston does not move. The patient's blood glucose at the time of incident was 260 mg/dl. Troubleshooting was initiated and the customer stated that they wait for the device to rewind but the piston is inactive. The customer has reverted to manual injections. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.